Event description:
The customer stated that she had high normal control results. While troubleshooting, the customer had a normal control test reading of 169 mg/dl. The range is 87-117 mg/dl. The customer returned the bottle of strips for evaluation, and a replacement bottle was sent. The qa lab confirmed high results.